Event description:
Following a diagnostic procedure and prior to angio-seal deployment, an angiogram was performed which noted in the pt's vessel size to be small (no measurement taken). The physician opted to utilize the angio-seal, and the device was deployed in the pt's right groin. Immediately following deployment, the pt's pulses distal to the puncture site were unable to be detected by doppler. A heparin bolus (5,000 units IV) was administered. Doppler studies identified the presence of a right inflow obstruction, and the common femoral artery appeared to contain softly echogenic material characteristic of thrombus. A vascular consult recommended angioplasty and repair. The pt was taken to surgery where exploration and patch angioplasty of the right common femoral artery with removal of foreign body was performed. The post-operative notes indicated that the pt would be kept overnight for observation. The pt was alert and oriented while in the post-op care unit. Later that night the pt developed chest pain, bradycardia, and asystole, and was not able to be resuscitated. As of 7/7/1998, no further info has been provided to the MFR.